Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, trilogy highly crosslink longevity polyethylene liner, unknown; unknown, 6.5 mm x 25 mm trilogy bone screw, unknown; unknown, standard femoral stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01467, 0001822565 - 2018 - 01468. Product location unknown.

Event description:
It was reported that during a stage I revision explantation procedure the patient experienced an estimated blood loss of 1250 ml. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received updated the complaint is confirmed based on the surgical operative notes that were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Non- zimmer biomet femoral head and stem were used with zimmer liner and shell. However it is unknown if this combination of devices has any effect to the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.